Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The workstation power supply was replaced as a proactive measure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 restarted in the middle of a procedure causing delay. There was no adverse pt involvement. All reported pt information has been recorded in section a.